Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventilator had a loss of ventilation and the device stopped cycling. The ventilator was not in use on a patient at the time the event occurred. A non-medtronic/3rd party service provider inspected the device and he was not able to duplicate the reported event. No parts were replaced. All the calibrations were completed and the unit passed all testing and operated within the manufacturer specifications. Medtronic was not authorized to evaluate the device.